Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During implant surgery, the product was not fixed and broke when pulling the holding part of knot. For that reason, product could not be used.

Manufacturer narrative:
Investigation: we received three discs and four detached applicators with thread remnants. The parts arrived in a contaminated status. We did not receive the broken disk. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: in the period concerned, this is the only complaint with this error pattern. We assume a handling error or excessive force during application. No CAPA is necessary.